Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 335 (mg/dl). Reportedly, the pump declared an alarm to load a new cartridge after the customer thought the cartridge change process was completed. During troubleshooting with tandem technical support, a review of the pump history indicated the alarm was to alert the customer to resume insulin delivery. The customer was guided through the proper load sequence and resumed insulin delivery.